Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt had 4 pocket revisions due to pocket erosion. It was reported that there were no signs of infection. The device had not broken through the skin. The hcp and plastic surgeon were working together to see if they could salvage the system. Approximately a week later it was reported that the device was explanted due to infection. The hcp reported the pt outcome as 'no injury'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.